Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed and attributed to a fractured solder joint on the pace/defib engine board. The pace/defib engine board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 76", "defib diabled", and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.